Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, incorrect gauge reading was noted. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. An encore 26 mt single balloon catheter inflation device was selected for the procedure. During procedure, pressure was applied at 8atm; however, the gauge indicated 0 atm. The procedure was completed with another of the same device. There were no patient complications and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit components were visually examined for any damage or defect. Crystalized saline was noted on the plunger of the device. The device was soaked in warm water to dissolve the crystalized saline from the plunger of the device before functionally testing. A test stopcock was used for functionally testing the device. The device was prepped with (B)(4) of water and pressure was increased. No issues were noted. The device was pressurised to (B)(4) without any issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).